Manufacturer narrative:
The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had no function when multiple different batteries were installed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control further evaluated the customers device and a faulty fuse designator f1 on the analog pcb assembly was determined to be the cause of the reported issue. The device was destructively tested.

Event description:
The customer contacted physio-control to report that their device had no function when multiple different batteries were installed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.